Event description:
On 16-aug-2025, the user reported a recurring high over the past week, though blood glucose (bg) was in range during the call. Reports showed inconsistent meal announcements contributing to fluctuations. The agent explained that while highs were correcting, the pump may still be learning and recommended contacting the healthcare professional (hcp) to review targets or consider a factory reset. Reports were shared with the care team for further review. On 28-aug-2025, follow-up confirmed the hcp had advised using sugar tablets and orange juice for treating lows. The user acknowledged that the ilet is still adapting, which may cause variability. At the end of the case, the event involved a lowest recorded bg of 31 mg/dl and a highest of 453 mg/dl, was corrected through ilet dosing and intake of 15 g carbs and was managed without medical intervention or external assistance. No symptoms were reported during the event at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.